Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during the lap sleeve gastrectomy the device partially fired on first application and a snapping sound was heard after that the firing has stopped. There was also poor staple formation and the staple line was incomplete at the proximal end. There was no harm caused to the patient. Current patient status is alive with no injury. The devices are expected to be returned for evaluation.